Manufacturer narrative:
H6: c19, a review of the manufacturing records indicated the lot met pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. No endoleak was observed. On unknown date, (B)(6) 2023, a computed tomography (CT) revealed a type iiia endoleak form an overlap between an ipsilateral leg of cxt231412 and plc181400j. On (B)(6) 2023, reintervention was performed for treatment of the type iiia endoleak. During the reintervention, an angiography revealed a type iiia endoleak and a possible proximal type I endoleak. After a stent graft was implanted to cover the overlap and, additional touch-up was performed for the proximal of cxt231412 to treat the possible proximal type I endoleak. Type iiia endoleak was resolved but the possible proximal type I endoleak appeared to remain. Additionally, touch-up was performed. Angiography revealed the possible proximal type I endoleak was almost resolved and revealed a type ii endoleak from a lumbar artery at l4. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure. The physician stated that regarding the type iiia endoleak, since the case was quite severely tortuous, did the device itself acclimate and migrate after the final angiography of the original treatment? He was aware that the overlap was a little short at the time of original treatment. It was good that he was able to notice and perform additional treatment for the type iiia endoleak before the stent grafts fell out of each other.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.